Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the lemo receptacle cable assembly. Also found that footswitch default needed reset (high level fluoro). Reset completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed an ma sensor failure error. There was no report of pt injury.